Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, customer informed technical support engineer (tse) 1162 errors at power up. Customer tried to power cycle in the areas returned. Customer was given the option to disable universal surgical manipulator (usm) 4 but stated that they will likely need all four arms for the procedure. It was verified that there was no damage to usm 4. Customer was able to toggle the cannula release lever on usm 4. Power cycle and an emergency power off of the patient side cart (psc) was performed. The system was still faulting within an 1162 error at power up. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) per procedure. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the error 1162 was found indicating ac magnetic cannula sensor fault, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 1162 was triggered pointing to fault on the cannula, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the check cannula was found to be failing. Once testing was completed, the axes controller, spar, cannula (acsc) and the acsc flat flex cable (ffc) were aba tested and were verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.